Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 2.25 x 08 mm xience v stent was deployed in the mid left anterior descending artery (lad) lesion; when a dissection occurred. The dissection required treatment with an add'l xience v stent. The end result was timi ii flow and the pt was discharged two days later. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection, in the xience v IFU and risk assessment, is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention. Although a conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.